Event description:
A patient underwent an index cardiac ablation procedure on (B)(6) 2026 with a varipulse catheter and experienced an adverse event (ae) of migraine with aura that required medical intervention and prolonged hospitalization. It was initially reported that the patient had pain at groin puncture site (ae#1), sore throat (ae#2), and chest pain (ae#3). These adverse events were classified as non-serious. The events were not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and there is no report of prolonged hospitalization. Intervention was medication for ae#1, which can be assumed to have been for symptom relief and not to prevent permanent damage to the patient (since the event was considered not serious). Ae#2 and ae#3 required no medical or surgical intervention. On (B)(6) 2026, patient experienced migraine with aura (ae#4) categorized as severe and serious defined by hospitalization/prolonged hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device was reported as not related and relationship to the index study procedure is causal. The adverse event was expected/anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was medication (ibuprofen) and a cerebral CT scan. Transesophageal echocardiogram (tee) on (B)(6) 2026 showed no thrombus.

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent an index cardiac ablation procedure on (B)(6) 2026 with a varipulse catheter and experienced an adverse event (ae) of migraine with aura that required medical intervention and prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31726178l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).